Event description:
It was reported that this right atrial (ra) lead had high out-of-range pacing impedance. Boston scientific technical services (ts) provided information regarding possible causes and resolution recommendations to the health care professional (hcp). The hcp decided to continue to monitor the patient. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).